Manufacturer narrative:
Intuitive has received the small clip applier instrument associated with this complaint and completed the investigation. Failure analysis investigation was unable to replicate or confirm the customer reported issue. The primary finding was that the reported issue could not be verified as related to the customer complaint. Visual inspection did not reveal any damage. The instrument was tested on an in-house system, where it passed recognition and engagement tests. The instrument demonstrated full intuitive movement with a complete range of motion in all directions. The grips opened and closed properly, were aligned, and successfully held clips. The instrument also passed the clip test on several attempts. Overall, the instrument was found to be fully functional, and no product issue was identified based on the investigation results.

Event description:
It was reported that during a da vinci-assisted laparoscopic appendectomy procedure, the small clip applier instrument was not holding the clips securely, and the clips repeatedly fell out of the jaws prior to use in the patient. A clip did fall into the patient and was retrieved during the same procedure. The procedure was completed. The customer confirmed that all clips that fell into the patient were successfully retrieved by the surgeon and removed using forceps by the assistant. All clips were accounted for, ensuring that no clips remained in the patient¿s abdomen. It was confirmed by the customer that no visual damage, misalignment, or wear was observed on the instrument jaws. However, the instrument will be returned to intuitive for evaluation. The small clip applier instrument had been used in previous procedures without issue.